Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while the device was being used to fixate mesh in the inguinal space, there was difficulty with loading the reload onto the handle and the reload was able to be used in patient after the loading issues. It made a loud crunching / grinding sound as it deployed the tacks. The surgeon had to squeeze the trigger more than once for the device to release the tack. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. No single use loading unit(sulus) were received. Functionally, the handle could be actuated and the unit cycled properly with no device loading unit(dlu) attached. Additionally, the articulation knob functioned properly. A test sulu could be loaded onto the device. The first tack deployed but did not seat properly in the test media. Tack hang-ups were experienced with the second and third firing. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the instrument indicated by the damage to the spur gear. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.